Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (pelvic)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhoea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headache"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event injury nos was replaced with the new events: pain: pelvic/ abdominal, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), headache. Case became incident. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (pelvic)') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denied essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhoea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/constant blood loss"), headache ("headache"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, migraine, abdominal pain upper and vaginal haemorrhage outcome was unknown and the menorrhagia and headache had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 right and left essure deployed with 4 coils seen in cavity on both sides after deployment discrepancy in essure removal date: date(s) of removal: (B)(6) 2015. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. New events: genital bleeding, migraine, stomach pain, device monitoring procedure not performed were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (pelvic)') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denied essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmenorrhoea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/constant blood loss"), headache ("headache"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, migraine, abdominal pain upper and vaginal haemorrhage outcome was unknown and the menorrhagia and headache had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010. Right and left essure deployed with 4 coils seen in cavity on both sides after deployment. Discrepancy in essure removal date: date(s) of removal: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.